Manufacturer narrative:
Results: the indigo system aspiration catheter 6 (cat6) was kinked approximately 19.5 cm from the hub. The cat6 was kinked and flattened from approximately 133.5 cm from the hub to the distal tip. Conclusions: evaluation of the returned device confirmed that the cat6 was kinked and flattened at the distal tip, and revealed that it was kinked near the hub of the catheter. If the device is forcefully manipulated at extreme angles during removal and preparation for a procedure, damage such as this may occur. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
Upon opening and removing an indigo system aspiration catheter 6 (cat6) from its packaging for a thrombectomy procedure, the hospital staff noticed that the tip of the cat6 was completely bent and twisted. The damaged cat6 was found prior to its use and therefore, was not used for the procedure. The procedure was completed using a new cat6.